Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level would range between 300-600 mg/dl. Insulin injections and bolus delivery via the pump were used to address the high bg level. Tandem technical support had the customer review the functions of the pump and no device issues were noted. Reportedly, the customer was using the humalog insulin for 3 days.